Event description:
A facility reported a programmable valve (ID: 823832) was implanted on (B)(6) 2026 via ventriculoperitoneal shunt. Recently, subcutaneous fluid accumulation near the valve site recurred along with hydrocephalus symptoms. On (B)(6) 2026, exploratory craniotomy revealed fracture at the junction between the valve and anti-siphon device, prompting immediate revision surgery with reimplantation of 823832 shunt system. The patient is in stable condition.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.